Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unknown event description: complaint (B)(4), complaint 1 of 3. (MFR report # 2027111-2024-00815) complaint (B)(4), complaint 2 of 3. (MFR report # 2027111-2024-00816) complaint (B)(4), complaint 3 of 3. When lodging complaint (B)(4), it was customer remarks were noticed on the pcf that there have been multiple ctf33 and c0r47 ports with the same issue in recent weeks. When the amnz territory manager was approached to obtain further information on the additional incidents, she reached out to the customer and obtained the following information that was provided via email on 27-aug-2024. "I have spoken to the account, and they know of 3 total incidents. So far: 2 x ctf33 and 1 x c0r47. In all cases, they continued using the trocar despite the resistance." The following are the complaints raised so far. 1 x ctf33 - complaint (B)(4) 1 x c0r47 - complaint (B)(4). 1 x ctf33 - complaint (B)(4). Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. [Correction] section d1 has been updated.

Event description:
The event date is unknown. Procedure performed: unknown. Event description: complaint (B)(4), complaint 1 of 3. (MFR report # 2027111-2024-00815). Complaint (B)(4), complaint 2 of 3. (MFR report # 2027111-2024-00816). Complaint (B)(4), complaint 3 of 3. (MFR report # 2027111-2024-00826). When lodging complaint (B)(4), it was customer remarks were noticed on the pcf that there have been multiple ctf33 and c0r47 ports with the same issue in recent weeks. When the amnz territory manager was approached to obtain further information on the additional incidents, she reached out to the customer and obtained the following information that was provided via email on 27-aug-2024. "I have spoken to the account, and they know of 3 total incidents. So far: 2 x ctf33 and 1 x c0r47. In all cases, they continued using the trocar despite the resistance." The following are the complaints raised so far. 1 x ctf33 - (B)(4). 1 x c0r47 -(B)(4). 1 x ctf33 - (B)(4). Patient status: no patient injury or illness was reported.